Event description:
(B)(6) study. It was reported that right atrial thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was attempted to be used. However, thrombus was observed at the transseptal puncture site in the right atrium. The was was exchanged for another and the procedure continued with successful placement of a 27 mm watchman flx laa closure device. It was noted that prior to the index procedure, 81 mg aspirin and 5 mg of apixaban was administered. No further patient complications were reported.